Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for pain stimulation in the back perceived movement of the device and expressed that the device was not providing therapeutic benefit for their back pain. The patient attributed the lack of benefit to underlying arthritis in the spine, which was described as causing breakdown and pain. After reporting perceived device movement, a physician assistant performed a physical examination and palpated the device.